Event description:
The replacement respironics dreamstation CPAP began spewing many black particles into the filters, tubing, mask, and into my throat and lungs. All were coated with black substance. Air flow dropped to less than 10% of normal flow. Previous unit had been recalled and replaced for same issue. Philips respironics has testing information on these recalled cpaps.